Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during hemostasis, the angio-seal device was used as per the procedure, however, when the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned , and the device/sheath assembly was withdrawn together. The device was not used, and manual compression was applied for approximately thirty minutes the achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was angiography. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was the left common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).